Event description:
It was reported that: pt is experiencing circulatory problems with his left leg. Pt explains that if he stubbed his toe he does not feel the sensation right away. Also pt says that circulation problems are starting in the other leg. Pt is stating that the circulation problems started within the last yr. Pt is reporting that he has had blood tests and also MRI performed and the levels of chromium are currently elevated.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted and was not returned to the MFR. Device info has not been provided at this time. Info received from the pt indicated that reported device may be either rejuvenate or abgii. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional info become available, the eval summary will be submitted in a supplemental report.